Manufacturer narrative:
It was reported that currently a bladder is deflating. We moved the bladder to a different part of the mattress, and the same spot that was deflating before is still deflating so we know it is not the bladder itself. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that, currently a bladder is deflating. We moved the bladder to a different part of the mattress, and the same spot that was deflating before is still deflating so we know it is not the bladder itself.